Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss on (B)(6) 2018. It is unknown if there are plans for reimplanting the patient with a new device as of the date of this report.